Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and another 30 retention samples by functional leakage testing and no issues were observed relating to hole in tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set a hole was discovered in tubing "about 1.5¿ away from the needle". The patient had to be re-collected. The following information was provided by the initial reporter: customer notice a hole in the tubing about 1.5¿ away from the needle of a blood collection kit.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set a hole was discovered in tubing "about 1.5¿ away from the needle". The patient had to be re-collected. The following information was provided by the initial reporter: customer notice a hole in the tubing about 1.5¿ away from the needle of a blood collection kit.